Event description:
Caller states customer has low blood glucose symptoms with result of 13.6 mmol/l obtained on the mobile system at 17:30. 19 minutes later customer tested 3.9 mmol/l on the mobile system and caller contacted an ambulance. Customer received unspecified medical treatment by ambulance personnel and was taken to the hospital. At 19:50, customer tested 11.0 mmol/l on the mobile system while a lab value retuned as 6.0 mmol/l. Customer was admitted to the hospital; current condition is not known. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).